Event description:
It was reported that the patient experienced a surgical procedure to revise downsize an artificial urinary sphincter(aus) cuff due to minor leakage related to sui and urethral atrophy. No further complications were reported.